Manufacturer narrative:
(B)(4).

Event description:
Foreign patient contacted dexcom technical support on (B)(6) 2015 to report that the patients receiver is showing the initializing screen without a manual restart on (B)(6) 2015. Patient reported the receiver screen displayed system check error. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded receiver log confirmed the reported event of the receiver displaying the initializing screen without a manual restart. A root cause could not be determined.